Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 502 mg/dl. The customer treated with a manual injection. The customer stated she received a no delivery alarm from her insulin pump, but the alarm was resolved by a reservoir, insulin, and infusion set change. The product is not being returned. Nothing further was reported.